Event description:
The dentist reports that an unknown screw fractured.

Manufacturer narrative:
The reported event was found to be non-verifiable as the product associated with this complaint was not returned. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.